Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes due to noise were noted on the right ventricular lead. High capture threshold was also observed. A subclavian crush was suspected but no visible damage was seen during the replacement procedure. The lead was capped and replaced and the patient was in stable condition.